Event description:
Boston scientific received information that during an implantation procedure, this right atrial (ra) lead perforated the atrial wall. The ra lead was able to be implanted. Two weeks later, the patient died. The physician did not report any allegations against the lead and attributed the patient's death to different factors, including the health condition of the patient. The ra lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.